Event description:
It was reported that a spectrum pump had an occlusion error. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the device passed upstream and downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the event history log found a single "downstream occlusion" error on customer's last day of usage. The event history log cannot determined if the alarm was true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.